Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy. On the fourth firing, the nurse connected the reload and pushed the blue and silver button but the device did not react at all. The nurse removed the reload and re-connected the adapter but the reload indicator light began flashing. To complete the procedure, another adapter was used successfully. No patient injury or extension in surgical time. Patient status is no problem.